Event description:
Consumeer called to report geting a high reading with her logic compared to a lab tes. Analysis run on clark error grid using lab reading (53) as refrence point vs. Bd readings (457) yielded some data points in the e range of the grid, outside acceptable limits.